Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the sterile packaging of the device.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was unpacked during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2025. During preparation, a hair was seen in the package near snare handle. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event.